Event description:
This patient had left mastectomy for breast cancer in 1990. In november, 1990 she had placed silicone breast implants. She developed fatigue, mylagias, shoulder pain and numbness. She also has night sweats and dry mouth. Thepatient had a left periprosthetic capsulectomy with removal of the implant. The implant was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.